Event description:
It was observed during olympus' device inspection that the videoscope exhibited light guide lens has grime causing the light guide bundle to yellow. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation a definitive root cause could not be established and the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.